Event description:
Ous MDR - on the day of a scheduled MRI, the patient's device showed nothing unexpected on home monitoring. However, during the preparation for the MRI scan the device was interrogated to program for the MRI and the battery status showed it was at eri and no pacing was captured. An iegm showed some potentials, but with no markers. Parameter was ddd 60/130. The safety button was pressed, but pacing was still not available. After this, the mode switched to vvi. On the next day this device was explanted and replaced with a new pacemaker. The remaining battery capacity before the explant showed 90%. No adverse patient side effects were reported. The device was not returned.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initially the pacemaker was subjected to a visual inspection. No anomalies were observed. The device housing as well as the header proved to be flawless. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The battery status eri was shown on the programmer screen, in agreement with the clinical observation. The ability of the device to deliver therapies was verified. Therefore, the output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings. During the analysis the memory content of the device was inspected. The inspection showed that the battery was not depleted. Therefore the eri status was removed with a technical programmer and subsequently the device showed the battery status "ok" with a remaining capacity of 90%.a long-term pacing test over ten days was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Thermal cycles of up to six days with different temperature environments at 10, 37 and 50 degrees celsius were performed. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality proved to be within specification. The pacemaker was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. At a next step, the electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a charged battery. The battery was subjected to a micro-calorimeter analysis and all measured values proved to be within specification. An x-ray examination showed a flawless structure of the battery. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly no peculiarities were observed. The battery was found to be within specification. Therefore, the ram dump data were evaluated per memory cell, in particular, the data corresponding to the follow-up on june, 7th 2016 were reconstructed. During this detailed analysis of the memory content it was noted that the clinical observation resulted from a defect of a memory cell containing the temporary program that was activated during follow up. This damage did not have any influence on the permanent program. The permanent program is subjected to cyclic memory checks. These ensure that in case of a damage in one of the memory cells the safety backup program is activated. In the here observed case this automatic cyclic check was suspended while the temporary program was activated. Please note that this case represents a single event and the first report of this behavior worldwide. The temporary program is used during follow-up sessions and therefore it is subject to constant changes during interrogations and programming of the device. In summary, the pacemaker was analyzed and no anomaly was observed regarding the permanent therapy functionality. Specifically, the anti-bradycardia therapy functioned normal and as expected. The lack of pacing was not reproducible in the permanent operation of the pacemaker. Upon exhaustive analysis the root cause of the clinical event could be associated to a damaged memory cell containing the temporary program used during the follow up on june, 7th 2016. The root cause of this damage could not be determined and is assumed to be of random nature. Please note that this event represents a single case out of (B)(4) distributed evia family devices since 2009. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialog between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.